Event description:
While doing a pt flight in which the pt was on a ventilator the ventilator was breathing at a rate of 16 breaths per minute no matter what you set the rate at. Pt was monitored with inline etco2 and pulse oximetry with no adverse effects or outcomes during transport. Ventilator had just returned from the MFR after getting its 30,000 hour pm completed. It was taken to hospital biomed department after this flight and the problem could not be reproduced. Ventilator has been working without incident ever since.